Event description:
It was reported the lead warning occurred due to low impedance with the unipolar impedance higher than the bipolar impedance. The lead will remain in bipolar, and will be reevaluated in a month. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.